Manufacturer narrative:
(B)(4). Additional information: the device was returned with the package previously opened. The lid stock and tyvek were returned in good physical condition. After reviewing the sealing area, no damage that could affect the sterile integrity of the instrument was noted. The device was tested with a generator and perform as expected. The device was disassembled to inspect the internal components and no anomalies were noted. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the product packaging appeared to have been opened slightly prior to attempting to open it in the sterile field. Concerns about sterility were raised. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.